Event description:
It was reported that the patient's pump was "not working". The patient was having an MRI for an unknown reason and the reporter stated that the patient indicated that the "pump was currently not working", but did not provide any further detail. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).